Manufacturer narrative:
Pump passed the displacement, self test and passed the delivery accuracy test. No missing segment/partial display anomaly during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 270 mg/dl. Troubleshooting for display anomaly was performed. Customer advised the display screen was missing segments, they were barely able to read the screen and the display did not return to normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.